Manufacturer narrative:
The reported events of ¿poor pacing thresholds and poor sensing parameters¿ were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
During an initial implant procedure on (B)(6) 2023, it was reported that the right atrial (ra) lead had poor pacing thresholds as well as poor sensing parameters. The exact diagnostic values were unspecified. The ra lead was not used, and a new ra lead was successfully implanted. The patient was stable throughout the procedure.